Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that both tabs of the device are broken apart. Broken fragments were not returned for analysis. Even though a functional test cannot be performed without mating device it is not unreasonable the condition of the device would contribute to a functionality issue, therefore it is possible to confirm unable to assemble. The device has signs of normal use/wear and no evidence of hammer marks were observed, therefore, a potential cause cannot be established with the provided information. The semi-extended parapatellar approach surgical technique guide was reviewed. Following relevant statements were found: precautions -ensure that the connection between the nail and the insertion handle is tight. Retighten if necessary, after hammering and prior to the attachment of the aiming arm. -do not attach the aiming arm to the insertion handle at this point. -do not exert forces on the aiming arm. These forces may prevent breakage of the device. A dimensional inspection was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the aim-arm radioluc would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): part: 03.043.029 lot: 2029722 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date: 11 aug 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on february 20, 2024, the patient underwent an orif surgery for a fracture of the left tibial shaft. The hook part of the aiming arm was damaged when inserting a nail with hammering. Due to the hook part damaged, the aiming arm could not be connected to an insertion handle, and the surgeon inserted 2 screws into holes in ml manually. Broken pieces were found immediately, and it was confirmed that there were no pieces left in the patient¿s body. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) (B)(4). This is report 1 of 1 for complaint aim-arm radioluc